Event description:
Reporter noted corneal burn occurred during phaco. Sutured incision site to reduce it. Though handpiece felt hot; changed handpiece to complete case. Patient had some post-op astigmatism; sutures will remain for a while. Will check patient in two months. Feels prognosis will be okay.